Event description:
It was reported that egms revealed noise. The patient received inappropriate therapy as a result. Myopotential noise could be reproduced with isometrics. The device was programmed off until a decision could be made about the lead. No further information was available.

Manufacturer narrative:
Na

Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Manufacturer narrative:
Analysis found that the lead was abraded through at 8.5 cm from the connector pin due to friction with the ICD can. The proximal coil came into contact with the ICD can, resulting in an electrical discharge and the melting of its wires. The intermittent contact between the wires caused the electrical noise and the inappropriate hv therapy experienced in the field.